Event description:
The device was not used during the laparoscopic cholecystectomy procedure. It was reported by the affiliate that the safety shield reset button could not be activated. The safety button did not stay when pushed down. A new device was introduced to complete the case. There was no consequence to the pt.